Event description:
It was reported the ipg was in MRI mode and was unable to disable. Company manufacturer met with patient and troubleshooting steps were taken and ipg is out of MRI mode and connected to pc, therapy restored.

Manufacturer narrative:
B3: date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps resolved the issue. Based on the information received, the ipg is functioning as intended and the cause of the reported issue is consistent with leaving MRI or surgery mode activated after an actions have been taken to prevent reoccurrence.